Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to the pump over delivering insulin. This allegation could not be confirmed as the customer declined troubleshooting with tandem technical support, or to provide additional information regarding the issue.